Event description:
It was reported that; patient is currently in pain. Patient was informed by her doctor about the recall during her visit (B)(6) 2012. Patient complains that, for the past year, the pain has gradually gotten worse. Patient also has been having heart issues and his heart is out of sync. Doctor is requesting that patient have MRI, cobalt, and chromium testing done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.